Manufacturer narrative:
The medical center reported that the towels seem to be water repellent, not absorbing like they were before. Deroyal: the supplier of the reported component has been notified. The investigation into the root cause is in process.

Event description:
The medical center reported that the towels seem to be water repellent, not absorbing like they were before.